Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to deliver a bolus, the bolus menu options were set for units instead of grams. Reportedly, when the customer adjusted the pump settings, the carbohydrates setting was not turned on. Blood glucose level was not impacted. The customer successfully adjusted to the desired setting.